Event description:
Healthcare professional reports pt/inr result lower than expected with the hemochron jr. Microcoagulation prothrombin time test. Hemochron jr. Generated 1.2 inr and repeat test performed on the same instrument with a different cuvette lot generate 2.5 inr, which was within pt's desired therapeutic range. Pt's therapeutic range: 2.5 - 3.5 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: actual device not evaluated (cuvette/single-use disposable). Process evaluation performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends, or CAPA identified. Itc has requested all data required for form 3500a.